Event description:
Consumer reports using heat patches and injuring skin. Received burn spots on her stomach. Got medical advice from her doctor for cleaning and applying cream to the affected area.

Manufacturer narrative:
Product return is not anticipated. Lot number is unknown, unable to run lot history check. Will continue to monitor on monthly trending.